Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the data provided by the customer and analysis of the instrument, the fse was unable to determine what caused the discordant (B)(6) results. The fse replaced a damaged auto sampler sampling line on (B)(6) 2010 and returned on (B)(6) 2010 to replace the auto sampler sampling line with a new fitting. The system is performing within specifications. The fse will visit the customer site again and confirm system functionality.

Event description:
Discordant hemoglobin (B)(6) results were obtained on a patient sample. The result was reported to the healthcare provider. The sample was retested and a corrected report was issued. There are no reports of adverse health consequences or patient intervention due to the discordant (B)(6) result.